Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60-65 mg/dl. The cause was unknown; however contact believes it was possibly due to menstruation. Reportedly, the customer required assistance from sibling to treat bg level via consumption of carbohydrates. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.